Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coil had come out of tube and was now loadge in the wall of my uterus . / fallopian tube was not closed.') And menorrhagia ('heavy periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / fallopian tube open.". The patient's medical history included miscarriage. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation ("th coil had come out of the tube"), morning sickness ("morning sickness"), device expulsion ("coil had come out of the tube and was now lodged in the wall of my uterus/one of the coils fell out of the tubes") and depression ("depression") and was found to have a pregnancy with contraceptive device ("pregnant/e baby is measuring around (B)(6) and heartbeat is nice and strong"). The patient was treated with surgery (essure removed.). At the time of the report, the embedded device, menorrhagia, device dislocation, pregnancy with contraceptive device, morning sickness and depression outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered depression, device dislocation, device expulsion, embedded device, menorrhagia, morning sickness and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: (B)(4) was found to be duplicate case of (B)(4). Hence, all the information from (B)(4) deletion case was transferred to this case. Event morning sickness, essure micro-insert found in uterus, heavy periods, depression, new reporters and reference section was added. All the documents from deletion case were also added to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the coil had come out of tube and was now loadge in the wall of my uterus . / fallopian tube was not closed.') And menorrhagia ('heavy periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / fallopian tube open.". The patient's medical history included miscarriage. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation ("th coil had come out of the tube"), morning sickness ("morning sickness"), device expulsion ("coil had come out of the tube and was now lodged in the wall of my uterus/one of the coils fell out of the tubes") and depression ("depression") and was found to have a pregnancy with contraceptive device ("pregnant/e baby is measuring around 7 weeks and heartbeat is nice and strong"). The patient was treated with surgery (essure removed.). At the time of the report, the embedded device, menorrhagia, device dislocation, pregnancy with contraceptive device, morning sickness and depression outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered depression, device dislocation, device expulsion, embedded device, menorrhagia, morning sickness and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.